Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission recorded noted that the implantable cardiac monitor (icm) exhibited undersensing resulting in false pause episode. No changes or interventions were reported. The patient condition was not known.